Event description:
A report was received that the patient was experiencing inadequate and intermittent stimulation. High impedances were noted on the leads. X-ray confirmed lead fracture. The patient will undergo lead replacement.

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate and intermittent stimulation. High impedances were noted on the leads. X-ray confirmed lead fracture. The patient will undergo lead replacement.

Event description:
A report was received that the patient was experiencing inadequate and intermittent stimulation. High impedances were noted on the leads. X-ray confirmed lead fracture. The patient will undergo lead replacement.

Manufacturer narrative:
Date received by manufacturer: 01/05/2015. Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Additional information was received that the physician had been anticipating that probably a fracture in the extension of the lead splitter. There was no malfunction with the ipg.

Event description:
A report was received that the patient was experiencing inadequate and intermittent stimulation. High impedances were noted on the leads. X-ray confirmed lead fracture. The patient will undergo lead replacement.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time regarding the explant procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo explant procedure due to dysfunctional lead with the ipg.

Event description:
A report was received that the patient was experiencing inadequate and intermittent stimulation. High impedances were noted on the leads. X-ray confirmed lead fracture. The patient will undergo lead replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was also reported that one of the reason for the explant was that the patient was experiencing discomfort at the ipg site. No device malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate and intermittent stimulation. High impedances were noted on the leads. X-ray confirmed lead fracture. The patient will undergo lead replacement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.